Event description:
It was reported when patient used stimulation he felt shocking in his legs so he had not used stimulation for over 4 years. A manufacturer representative met was unable to evaluate the patient¿s battery as it was overdischarged and they were unsure of there was a lead issue. The patient was given several options, removal of device and lumbar fusion or removal of system and implant of a new system, to deal with his pain. At this time the patient was unsure of how he would proceed or if he would do anything interventional for his pain. It was noted the patient did not feel pressed to make a decision at this time. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4).